Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated that compromised force sensor system. Customer received alarm during bolus. Insulin pump was not dropped or bumped prior to the pump error alarm occurring. Customer reports drive support cap was normal slightly intended. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.